Event description:
Pt dislodged IV in r hand. Cannula noted to be missing from hub IV catheter. Unable to find cannula in room. Checked by 3 staff members. Tourniquet applied to arm. Attending physician called. Surgeon called to locate missing tip. X-rays obtained. Pt complained of "digging sensation" when IV site palpated. Attending physician discharge summary states: "pt's care was complicated by a misplaced catheter end piece. In the evening prior to discharge pt had pulled catheter out and a portion which inserts into the vein could not be found. It was detached from the catheter, however, it was not palpable in vein and did not show on x-ray of the arm, chest, or shoulder. It was confirmed that this section of the catheter should be visible on x-ray. It is thought to be most likely that the tip broke off after it was pulled out by the pt.